Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) /2022, the patient did not feel right and was sweating profusely. The cgm value was 120 mg/dl but the bg finger stick value was 33 mg/dl. His girlfriend took him to the emergency room (ER). He was treated with IV dextrose at the ER and released 8 hours later in stable condition. After the event he felt fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.